Event description:
Reportedly, a mitral valve (6900p, 27mm) was explanted due to two leaflets were fused together so there was no movement of two leaflets. The device is not available for return. On 09/08/10 email from sales representative indicates, "the device is still not being released due to lack of legal release from sharp memorial. I have placed three calls so far with no release date yet. The operative notes from the surgeon have not been received yet as of today either."

Manufacturer narrative:
Device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing.the device history record (DHR) review is currently in process.

Manufacturer narrative:
The operative report will not be released and the device will not be returned. A device history record was not possible due to no lot/serial number was provided, and device was not returned.